Manufacturer narrative:
Exact date of death is unknown. Concomitant medical products : product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4)

Event description:
The health care provider (hcp) reported the patient suffered a sudden cardiac arrest on (B)(6) 2015. The patient was hospitalized. The hcp requested assistance in shutting off the pump (30 minutes after the cardiac arrest). No other interventions were mentioned. The patient passed away. The indication for use was spinal pain. The system was delivering morphine. The concentration, dose, and lot number were unknown.